Manufacturer narrative:
An event hemorrhage/blood loss/bleeding was reported. Information from the field indicated that the patient presented with calcified femoral iliac arteries, however no advancement difficulty was noted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the hemorrhage/blood loss/bleeding could not be conclusively determined. The reported unexpected medical intervention was due to case-specific circumstances as a stent was placed post-procedure to treat the bleeding. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a tortuous anatomy. During the preparation, valve was prepared and loaded as per the IFU instructions. Patient's femoral iliac artery was measured to be 5mm with calcification. During the procedure, there was no difficulty in advancement or insertion of the ds in the patient's anatomy, and the valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, bleeding was noted in the puncture site, and a stent was placed to resolve this event. The patient was in a stable condition.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a tortuous anatomy. During the preparation, valve was prepared and loaded as per the IFU instructions. Patient's femoral iliac artery was measured to be 5mm with calcification. During the procedure, there was no difficulty in advancement or insertion of the ds in the patient's anatomy, and the valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, bleeding was noted in the puncture site, and a stent was placed to resolve this event. The patient was in a stable condition.